Event description:
The pump was returned for investigation. Investigation revealed two battery compartment cracks and a dim and discolored display. This report is made based on results of the investigation performed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: two battery compartment cracks were observed; the returned battery cap was able to secure properly to the pump. Investigation revealed the display screen was dim and discolored. Unrelated to the battery compartment and display issues, evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).